Event description:
Approximately a year after an optease vena cava filter (466-f220aj or 466-f220af/lot# unknown) was implanted, the filter migrated to the right external iliac vein. The filter retrieval was attempted but it could not be done since the intima was already formed. It was unknown when the migration occurred. Britetip sheath introducer (401-011m, (B)(4)) and britetip guiding catheter (511-040p, (B)(4)) were used for the filter retrieval. The event was found during follow-up. The vessel was not calcified or tortuous, and the rate of stenosis was unknown. The patient is stable and any patient injury was not reported. Thrombus was not present at delivery site, and there were no peri/post procedural complications. The initial filter placement was the ivc (inferior vena cava). The thrombus resolved. No further information was available, including films, etc.

Manufacturer narrative:
Britetip sheath introducer (401-011m, (B)(4)) and britetip guiding catheter (511-040p, 15184490) the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. (Optease vena cava filter), represents an unknown optease vena cava filter. The catalog and lot number/(s) for the actual product/(s) used in the procedure are unknown.